Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is 72 mg/dl. Trouble shooting was conducted. Device is being returned. No further info available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.